Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the introducer was returned with the dilator separated from the sheath of the introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative, during a procedure to implant a leadless implantable pulse generator (ipg), the right common femoral artery (cfa) was inadvertently punctured during the initial echo-guided puncture of the femoral vein with the introducer sheath needle. It was noted that the artery and vein were overlapping and not visible, and although it was intended to puncture only the vein, the artery was also inadvertently punctured. Additionally, it was considered possible that the injury was worsened by the introducer sheath. Compression was applied, but bleeding persisted, so hemostasis was attempted with a balloon. The patient was transferred to cardiovascular surgery for further treatment. The cfa was sutured. The leadless ipg was successfully implanted. No further patient complications have been reported as a result of this event.